Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Customer reported that smoke was coming out of the table. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure smoke coming out of the table was confirmed during the inspection. Further investigation confirmed that the batteries were replaced by an untrained technician from the hospital a short time before the event happened. It is assumed that the batteries were installed incorrectly. This led to the spindle of the tilt drive pressing on the battery connector and causing a short circuit on the circuit board. The root cause of the event was traced to an installation error. Based on this, no further actions are necessary.

Event description:
Customer reported that smoke was coming out of the table. This report was filed in our complaint handling system as complaint # (B)(4).